Event description:
It was reported that they are trying to deliver therapy but are getting a low air leak message. They were using s/n (B)(6) but are actively changing over to s/n (B)(6). They already changed the pads and 2nd device, s/n (B)(6) gave an alert that the reservoir was empty. They are trying to fill the reservoir, but it is not taking up any water. Had nurse disconnect pads, but it still would not take up water. Had her remove fdl and occlude the ports where the fdl attach. No suction felt. While attempting to fill s/n (B)(6) had her power 1st device (s/n (B)(6)) back on and place in manual mode. In manual mode with only the fdl connected the values on s/n (B)(6) were 1.7lpm, -7.0psi, 82%. During this time someone brought a 3rd device to the room (s/n (B)(6)). Therapy started using s/n dyesal025 flow still stabilizing at the end of the call but was ~3lpm. Asked nurse to send s/n (B)(6) to biomed labeled no flow. Suggested having s/n (B)(6) looked at by biomed, but if another patient comes in needing treatment s/n (B)(6) may be okay to use (diagnostics good without pads attached, but never attached pads) . Therapy continued using s/n (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they are trying to deliver therapy but are getting a low air leak message. They were using s/n (B)(6) but are actively changing over to s/n (B)(6). They already changed the pads and 2nd device, s/n (B)(6) gave an alert that the reservoir was empty . They are trying to fill the reservoir, but it is not taking up any water. Had nurse disconnect pads, but it still would not take up water. Had her remove fdl and occlude the ports where the fdl attach. No suction felt. While attempting to fill s/n (B)(6), had her power 1st device (s/n (B)(6)) back on and place in manual mode. In manual mode with only the fdl connected the values on s/n (B)(6) were 1.7lpm, -7.0psi, 82%. During this time someone brought a 3rd device to the room (s/n (B)(6)). Therapy started using s/n (B)(6) flow still stabilizing at the end of the call but was ~3lpm. Asked nurse to send s/n (B)(6) to biomed labeled no flow. Suggested having s/n (B)(6) looked at by biomed, but if another patient comes in needing treatment s/n (B)(6) may be okay to use (diagnostics good without pads attached, but never attached pads) . Therapy continued using s/n (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they are trying to deliver therapy but are getting a low air leak message. They were using s/n (B)(6) but are actively changing over to s/n (B)(6) . They already changed the pads and 2nd device, s/n (B)(6) gave an alert that the reservoir was empty. They are trying to fill the reservoir, but it is not taking up any water. Had nurse disconnect pads, but it still would not take up water. Had her remove fdl and occlude the ports where the fdl attach. No suction felt. While attempting to fill s/n (B)(6) , had her power 1st device (s/n (B)(6) back on and place in manual mode. In manual mode with only the fdl connected the values on s/n (B)(6) were 1.7lpm, -7.0psi, 82%. During this time someone brought a 3rd device to the room (s/n (B)(6). Therapy started using s/n (B)(6) flow still stabilizing at the end of the call but was 3lpm. Asked nurse to send s/n (B)(6) to biomed labeled no flow. Suggested having s/n (B)(6) looked at by biomed, but if another patient comes in needing treatment s/n (B)(6) may be okay to use (diagnostics good without pads attached, but never attached pads) . Therapy continued using s/n (B)(6).

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿belt temperatures too low after nip roller and heated section". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.